Event description:
It was reported that the insulin pump had moisture damage and scratches in various locations. The customer's blood glucose was unknown. The customer stated that the device might have been exposed to sweat and for a few weeks the moisture was visible in the upper left hand corner of the insulin pump. The customer also stated that they were climbing and the insulin pump might have rubbed against a wall causing scratches on the screen and other places. It was also reported that the battery cap was getting worn out from using a coin, the rewinding was slower, and the device was noisier. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).